Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2020. 6944-65 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) system was programmed to a non-atrial vvir mode. The ra lead remains in use. No patient complications have been reported as a result of this event.